Event description:
It was reported that the tandem-provided charging cable was damaged, causing it to become loose within the pump's usb port and customer was unable to charge the pump with the cable without holding the cable at a certain angle. There was no adverse impact to the customer's blood glucose level. Replacement charging supplies were sent to the customer to resolve the issue, and multiple attempts were made by tandem technical support to follow-up with the customer on if the new supplies resolved the issue, but no response was received. There was no adverse impact to the customer's blood glucose level.